Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite attempting various troubleshooting steps such as using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the malfunctioning pump and advised the customer on the procedures for returning the defective pump and receiving the replacement. The customer acknowledged the instructions and understood the actions needed.